Manufacturer narrative:
The meters and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
There was an allegation of discrepant results for 3 patient samples tested on coaguchek xs meter serial numbers (B)(4) (meter a) and (B)(4) (meter b) compared to the stago laboratory method with neoplastin cl + 10 reagent. On (B)(6) 2022: patient 3 result from meter a at 8:30 a.m. Was 5.0 inr. The result from the laboratory at approximately 8:30 a.m. Was 3.0 inr. Patient 3 therapeutic range is 2.5 ¿ 3.5 inr. On (B)(6) 2022: patient 1 result from meter a at 11:15 a.m. Was >8.0 inr. The result from the laboratory at approximately 11:15 a.m. Was 2.4 inr. Patient 1 therapeutic range is 2.0 ¿ 3.0 inr with a testing frequency of monthly. On (B)(6) 2022: patient 2 result from meter a at 11:00 a.m. Was 4.1 inr. The patient was retested on meter b with a result of 4.4 inr. The result from the laboratory at 11:00 a.m. Was 3.3 inr. Patient 2 therapeutic range is 2.5 ¿ 3.5 inr with a testing frequency of monthly, every 2 weeks. The patients¿ hands were not washed with warm soapy water or cleaned with alcohol prior to running the meter tests.